Manufacturer narrative:
Section h10: the real intelligence robotic drill, part number rob10013, serial number sn501468, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent exposure motor failure or a defect in the bur used. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: case-2024-00225931-1 section h6 (medical device problem code) was corrected.

Event description:
It was reported that during a tka cori-assisted surgery, the burr could not be properly placed in one (1) real intelligence robotic drill, and it was noted that the calibration was not good. When introducing the burr, there was no sensation or sound of the usual click. The procedure resumed after a non-significant delay with manual instrumentation. No injury was reported as a result of this issue.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013, sn (B)(6), used during surgery was returned for evaluation. The retaining ring on the nosepiece is slightly worn out. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario was confirmed. A test case was performed during which the burr could not be inserted properly. No clicking sound was heard. The test case was stopped preemptively. A kpc test was performed. Again, the burr could not be inserted properly. The kpc test was completed, and all test passed. When setting the offset to 0 it was noticed that the burr stood out 2.87mm. The drill was disassembled for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. It was attempted to install the burr manually, but no clicking sound was heard, and the burr was inserted not properly. The carriage was disassembled. The burr was put inside the threaded collet, and it was found that the burr could only be inserted halfway. The threaded collet was inspected, and it was found to have two lips that prevented the burr from being installed. A known to work threaded collet was used and the burr could be installed fully. The drill was reassembled and a kpc test was performed. The burr could be inserted properly with the clicks being there. All test passed. The offset was set to 0 again. The burr set flush with the drill guard. A test case was performed which could be competed without any failures occurring. The most likely cause for the reported scenario is a defective threaded collet. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.